Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the sleeve at the bone to implant interface and loosening of the tibial tray at the bone to cement interface. Cement manufacturer is unknown. Doi: (B)(6) 2013; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint :(B)(4). Investigation summary : no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.